Event description:
Information was received from a friend/family member regarding a patient who was receiving droperidol, dilaudid, bupivacaine, sufentanil, and ketamine via an implantable pump for unknown indications for use. It was reported that the patient's personal therapy manager (ptm) would not allow them to connect to the pump to bolus. It lagged at 90% for so long that they would get an some sort of message but they did not recall what it said. For the last 3 days they had been "falling into a lot of pain" and had been having to bolus up to 5x day and are allowed to bolus 12x a day. They were "kinda out of it" and "there is so much in me" and stated they were having difficulty forming sentences or making sense in what they were trying to say. Agent reviewed the 90% lag and the patient was able to connect to the pump after clearing data. They would call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.